Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump had moisture damage on electronics noted. The insulin pump was unable to verify no delivery alarm due to button keypad anomaly. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool with insulin pump attached. Customer reported that as a result, the up arrow was not responding. Customer states that insulin pump had cracks around display screen and reservoir compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.